Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the returned product consisted of an angiojet zelantedvt thrombectomy system. The device was bloody, inside and outside. The pump, effluent line/supply line, hypotube/shaft, and tip were microscopically and visually examined. The device was functionally tested. During functional testing, the device alarmed and the pressure was displayed at 2.03 kpsi. Inspection revealed the hypotube was twisted at the distal end of the wire shaft lumen for about 4-5 cm and the hypotube was broken at the junction of the hypotube and jet ring. The hypotube twisting and fracture are consistent with the device being rotated by the manifold, instead of the rotation device (knob). Inspection of the remainder of the device found no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 17 july 2017. It was reported that an error message displayed. An angiojet® zelantedvt¿ was selected for a thrombectomy procedure in the iliac vein. Power pulse mode was used inside the body. After switching to thrombectomy mode, the system displayed an error message to "control inflow." The device was reset twice and the error message persisted. The device was exchanged to another of the same device and the procedure was completed. There were no patient complications. The patient condition was stable. However, device analysis found a broken hypotube.